Event description:
The following was reported to hamilton medical ag: vent turned off on a patient, no patient harm was reported. Vents battery indicator light does light up indicating the battery is charging while the vent is plugged in. Patient moved to different vent no health impact or consequences.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4).

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Event description:
The following was reported to hamilton medical ag: vent turned off on a patient, no patient harm was reported. Vents battery indicator light does light up indicating the battery is charging while the vent is plugged in. Patient moved to different vent. No health impact or consequences.

Manufacturer narrative:
It was alleged that the ventilator turned off during ventilation of a patient. No harm was reported. The event did not cause or contribute to a death or serious injury to a patient. The log files were not provided. Driver board was replaced due to a cracked power supply connection. Power supply was replaced preemptively, but the device did not power on. No further feedback was received. Any further correction was unknown and the exact root cause could not be confirmed.